Event description:
The physician reported a drug reservoir volume discrepancy during a routine refill visit. The pt also reported lack of pain relief. The drug being used in the pump is dilaudid. On (B)(6) 2014, the pt returned for a catheter access port (cap) procedure. During the cap procedure, the physician indicated that there may have been a kink in the catheter which was potentially cleared during the procedure. The physician was able to confirm proper pump performance following completion of the cap procedure. The pt is scheduled to return after a week for another f/u.

Manufacturer narrative:
The catheter remains implanted in the pt. (B)(4).